Event description:
It was reported that a pt sustained a burn after an mr pelvis scan on a siga 1.5 echo. The pt presented with two circles of approx 1", one on each arm just above the elbow. The combined size of the blisters was 4.84 cm. The pt was positioned feet first and supine with her arms at her side. The pt was not padded away from the bore or to prevent skin to skin contact and looping.

Manufacturer narrative:
A ge healthcare local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coil/accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system show no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. The device labeling was reviewed and the working safely section of the mr safety guide 2381696-100, rev 11, defines proper pt positioning and padding to prevent warming during MRI scans but these were not followed by the user. The injury was attributed to user error. Since padding was not used avoid contact with the bone or to prevent skin contact. No further actions are planned at this time.